Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/2/04, the patient contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. The medical affairs specialist spoke with the patient and the patient's grandmother on 11/3/04. The patient had not been able to use the reported meter for about 4 days, as it would not power on. He used his grandfather's meter during the time that his meter was not operating. He was feeling irritable, had a dry mouth, and was urinating frequently during the last few days. He continued to take his usual medication of novolin insulin 9 units each morning and 8 units each evening with novolog insulin 40 units each morning and 10 units each evening. He does not take additional insulin per sliding scale based on meter results. He spoke with his diabetes nurse regarding the meter and then contacted lfs. The customer care representative (ccr) verified that the test strips were correct, the battery was correctly installed and had been replaced less than one year before, and the battery contacts were in good condition. The ccr walked the patient through pressing the power button; the meter did not power on. There is no indication that the patient experienced injury or medical intervention due to the meter. The patient was able to continue testing with his grandfather's meter during the time that the reported meter was not operating. Based on the unresolved power issue, there is an indication that the product malfunctioned and the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.